Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 and 25 fractured. Construction was a blocked crown with appendant attachment. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implants.

Event description:
Implant fracture.